Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 47 mg/dl. The customer also report the blood glucose was 53 mg/dl. The customer was treated with food. The customer did not provide details regarding symptoms of low blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.